Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the he filled the reservoir and got air bubbles the next day. The blood glucose level at the time of the incident was in the range of 200 mg/dl. During troubleshooting, the customer indicated that the insulin pump was not rewound with the reservoir in place and insulin was not stored at room temperature. The customer was instructed to disconnect at the quick release and prime the air bubbles out. The product will not be returned for analysis.